Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high ventricular rate. Further information was requested however, was not provided.